Manufacturer narrative:
Block h6: imdrf device code a07 captures the reportable event of cautery delivering energy intermittently.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas for a walled-off necrosis during a gastrostomy procedure performed on (B)(6) 2023. During the procedure, the electrocautery only worked for a few seconds, and there was no puncture, which prevented the device from crossing through the lesion. When the power socket was removed, the monopolar plug was broken. The procedure was completed with another axios stent. There were no patient complications reported as a result of this event, and the patient's condition after the procedure was reported to be good.

Manufacturer narrative:
Block h6: imdrf device code a07 captures the reportable event of cautery delivering energy intermittently. Block h10: the axios stent and electrocautery enhanced delivery system were received for analysis. Visual inspection found that the device was returned with the erbe cord wire. The stent was partially deployed, the inner sheath was kinked, and the copper wire was detached from the delivery system. The monopolar plug was returned detached and connected to the erbe cord wire. Functional analysis related to the electrical test of the device was not performed due to the condition of the returned device with the monopolar plug detached. No other damages were noted with the stent or the delivery system. Product analysis confirmed the reported event of the monopolar plug detached; however, the reported event of cautery delivering energy intermittently was not confirmed. The investigation concluded that the root cause of the reported delivering energy intermittently cannot be established due to a lack of evidence. The functional inspection related to the electrical test of the device cannot be performed due to the condition of the returned device, with the monopolar plug being detached from the handle. Additionally, it was further determined that the additional investigation findings of the stent partially deployed, the inner sheath kinked, the copper wire detached from the delivery system, and the monopolar plug detached were most likely procedural due to factors such as lesion characteristics, the handling of the device, and the technique used by the physician (force applied), which could have resulted in the damages encountered to the device that prevented the stent from fully deploying. Therefore, a review and analysis of all available information indicated that the most probable cause is adverse event related to procedure. A product labeling review identified that the device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas for a walled-off necrosis during a gastrostomy procedure performed on (B)(6) 2023. During the procedure, the electrocautery only worked for a few seconds, and there was no puncture, which prevented the device from crossing through the lesion. When the power socket was removed, the monopolar plug was broken. The procedure was completed with another axios stent. There were no patient complications reported as a result of this event, and the patient's condition after the procedure was reported to be good.